Manufacturer narrative:
Additional information h4, h6. The device was manufactured september 20, 2019 - september 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused medication to the patient. The expected therapy time was 78 hours, however, after the therapy time was completed, it was observed that the device had not delivered the complete medication dose to the patient. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.